Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, interrogation revealed that this device never triggered a replacement indicator while implanted; the device¿s battery status was at beginning of life (bol). The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device header was tested; pin gage testing confirmed that all port diameters were within the expected design specification range. Engineers determined that the non-detection observed clinically was due to dislodgement of the right ventricular lead. Next, the device memory was cloned into a laboratory test device. Interrogation of the test device confirmed the appearance of the warning indicator and that programming changes could not be made, as reported in the field. This anomaly was investigated and determined to be due to a rare software-related issue. No corrective action is planned at this time; however, boston scientific will continue to analyze field performance data for all our implanted devices should a similar event occur.

Event description:
-

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited non detection and a warning indicator via the programmer shortly after implant. It was found that the rv lead had dislodged. The lead was revised and the warning indicator still would not clear. The health care professional (hcp) elected to change out the device as a result. Once a new device was implanted with the recently revised rv lead, no warning indicators were present. To date, no additional adverse patient effects have been reported.